Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 344 mg/dl. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. Customer does not have a new battery and while on hold stated that she put a duracell in and it is working. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 344 mg/dl. The customer was treated for high blood glucose with bolus. The customer was offered to troubleshoot for high blood glucose.